Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature display blanked out intermittently, the temperature display blanked out intermittently. This has been ongoing for the customer for approximately one month. The device was not changed out as they are using the cardioplegia monitor to monitor temperature. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility is not requesting repair at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.